Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The biopsy port and port cover were missing when the device was returned. The device failed the flexibility check for the insertion tube (peeling coating) and the up angle inspection. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the biopsy port on the oes cysto-nephro fiberscope broke off during reprocessing. The procedure was completed with the same device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the failure of the forceps channel may have been caused by the same causes as other breaks, but it was not possible to determine whether the failure was due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.